Event description:
It was reported to ge that a 14-month old infant was being scanned and was positioned supine with feet first into the gantry. Detector head 1 was positioned above the pt. The operator was looking under the table attempting to move head 2 when, without the operator noticing, head 1 moved toward the pt, reportedly pressing down on the chin and compressing the trachea. The operator removed the pt from the system. No injury was reported. The system was shut down until corrected. The plan to correct the system includes replacing the controller and updating the software.